Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger/modem was resetting. Upon evaluation, the charger exhibited a flash failure at flash components u102 and u105 on ca board sn (B)(4) and there was liquid contamination on the battery board. Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. Root cause of the contamination is ingress of an unknown contaminant. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned a charger/modem indicating that it was resetting.